Event description:
It was reported that the patient experienced pain when his pump ran out of medication. The device system was being used to deliver dilaudid (hydromorphone) and another drug.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8590-1, lot# n187434, implanted: (B)(6) 2009, product type accessory. (B)(4).